Manufacturer narrative:
Bx velocity is not distributed in the us; however, it is similar to us distributed product (vx velocity). This is one of two reports submitted for the same event. Please reference MFR. Report #'s: 9610978-2007-003140 and -00341.

Event description:
This patient was admitted for coronary intervention and underwent implantation of two bx velocity stents in the 2nd obtuse marginal branch. The patient was given 325 mg aspirin pre, intra, and post procedure, a loading dose of 300 mg plavix during the procedure, and 75 mg plavix per day thereafter. The patient also received IV heparin during and for one day post procedure. The following day, the patient's cardiac enzymes were elevated (ck-mb =3 times uln) and the patient experienced chest pain. The patient was ruled in for a non q-wave mi. There was no revascularization performed. Two months post procedure, the patient was re-hospitalized for 4 days due to chest pain. A stress test was performed and was negative for ischemia. Medical therapy was increased. Approximately two years and three months post procedure, the patient was again re-hospitalized for chest pain. There was no ECG changes and no elevation of cardiac enzymes. The patient was diagnosed with stable angina, anxiety, and esophageal spasm. He was given proton pump inhibitors. Five years and two months post implant, a biopsy confirmed adenocarcinoma of the prostate. The patient underwent a prostatectomy five months later.